Event description:
Related manufacturer reference numbers: 2017865-2021-26089. Related manufacturer reference numbers: 2017865-2021-26063. It was reported that the patient presented in the clinic for routine device check. Device interrogation showed the right ventricular (rv) lead exhibited decreased sensing and failure to capture. A chest x-ray showed the rv lead had dislodged, due to twiddler syndrome. It was also noted that the right atrial lead exhibited a lack of slack due to the migration of the pacemaker. During the lead revision procedure, the helix could not be extended; the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine device check. Device interrogation showed the right ventricular (rv) lead exhibited decreased sensing and failure to capture. A chest x-ray showed the rv lead had dislodged, due to twiddler syndrome. During lead revision procedure the helix could not be extended; the lead was explanted and replaced. The patient tolerated the procedure well.